Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to high blood glucose over 400mg/dl. The customer experienced vomiting, thirst, and excessive urination. Troubleshooting was performed. The time and date were incorrect. Assisted the customer to correct them. Reviewed the alarm history and found no delivery and off no power alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.